Event description:
During an incident on 08/14/2000 involving a male pt in full cardiac arrest, this defibrillator voiced "do not touch the pt". CPR was performed. There was no info on the condition or outcome of the pt. The customer thought there may be a loose cable.